Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
A doctor reported persistent light sensitivity in a patient's left eye five days post lasik. Patient reported being very uncomfortable. Surgeon has reached out to other colleagues due to patient not having the 'classic' transient light sensitivity. Non-steroidal drops were tried to see if light sensitivity was due to neurological/migraine problem. That did not help and the patient stopped the drops after three weeks. Patient is back on steroid drops but surgeon is reluctant to keep him on it for a prolonged period of time because the patient is a steroid responder. Surgeon will continue to monitor this patient. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.